Manufacturer narrative:
(B)(4).

Event description:
A loss of therapeutic effect was reported (nausea). The device "worked for 1 year and then there were problems. Then it worked again." The patient noticed a return of symptoms in (B)(6) 2011 and she had been hospitalized on and off since (B)(6) 2011. On (B)(6) 2011, the patient stated a physician checked the neurostimulator and informed her she "should have 10 years left on the battery." The physician had not consulted the manufacturer's technical services department. There was no known incident or accident related to this event. On (B)(6) 2011 the patient was in the hospital. Impedance measurements were within normal limits. During the last reprogramming session, impedance was 579 ohms. An endoscopy was performed, but the results were not provided. The patient had an appointment with her physician scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.